Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of pas-es - drawer failure was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #02169021, the field service engineer (fse) reported that the check station identified an issue with drawer 2.1, which was not detected on the bus. Diagnostics were performed, and the unit was shut down to remove the drawer. The damaged retractor band was replaced, after which the unit was rebooted and tested. The hardware test application (hta) results were satisfactory. During dchu visual inspection: pn 135438-01): the assy, harness, retractor band, hinged, pas was found to have physical damage, including bends, stress marks, and tears. During dchu testing: no dchu laboratory tests were necessary based on the visual inspection results. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after completing the investigation, it was determined that the root cause of the reported issue pas-es - drawer failure was due to a physically damaged retractor band, which prevented the drawer from recovery and proper functioning.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed to stay closed, which located on wmtxanepa2. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was physically damaged retractor band and hinges which may leads to thermal damage. There were no adverse events or injuries reported based on this event.